Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of runny nose,soreness,coughing of blood. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The final test passed for this device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.